Event description:
It was reported that during implant, the right ventricular (rv) lead had a visible separation in the superior vena cava coil. It was noted the rv lead was not even passed through the introducer and the coil separation was noticed by the scrub technician. The rv lead was not implanted and a different rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. The analyst commented that the spacing in exposed superior vena cava (svc) coil is within specification and is backfilled.